Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint as the instrument blade was found bent. The instrument was placed on an in-house da vinci system and failed to pass a self check on multiple attempts. No additional testing could be performed as a result. Minimal debris at tips were seen. No other damage was found. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument would not complete the cycle of sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noted that the endowrist vessel sealer instrument would not complete the cycle of sealing and cutting. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained the following additional information: the vessel sealer instrument was properly seated, the vessels were not highly calcified. The surgeon utilized vessel sealer properly. The site could not recall hearing audible tones from the erbe generator. A second vessel sealer was opened to complete procedure robotically.